Event description:
A facility reported an idrt (ID 38101) was placed in a 28 year-old male patient on (B)(6) 2022. He has about 33% tbsa (total body surface area) full thickness burns on his face. He was then found to have an invasive aspergillus infection and the idrt was not able to be salvaged and was removed and replaced on (B)(6) 2022. Surface area where product did not incorporate: face 1350 sq cm size of product required to reapply to surface area where product did not incorporate: integra 20 x 25 (needed 2).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The idrt (ID 38101) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. However, the most likely cause is the underlying condition on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a